Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing intermittent high blood glucose (bg) level readings of "high", specific value was not provided. Cause of high bg was not known. Customer performed a supply change to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.